Event description:
On (B)(6) 2013, the lay user/patient's fiancé contacted lifescan (lfs) alleging that while in mexico the onetouch verio iq meter was displaying a message of extreme high glucose. The following complaint was classified based on information obtained from the customer service representative (csr). It is not know when the alleged meter issue occurred, the patient's diabetes management is not specified and it is not clear what action the patient took in response to the reported meter issue. It is not known if the patient developed any symptoms as a result of the alleged issue and it is not clear if the patient received treatment after the alleged issue occurred. At the time of troubleshooting, the csr noted that the reporter did not have the lfs products available and that the patient had left the meter with her sister in (B)(6). A replacement meter was sent to the patient. Based on the information provided, there is no evidence the patient suffered a serious injury or received medical intervention as a result of the alleged meter issue. This complaint, however, is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial number information was not provided. Test strip lot number not provided.